Event description:
It was reported a spectrum pump had a door latch alarm. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The reported door latch alarm was confirmed and reproduced during the device investigation. This condition was determined to have been caused by increased force needed to properly close the door. The door hooks and latch pins were replaced.